Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that ketamine 500ml bag was started at approximately 1800 on (B)(6) 2024 to infuse at 100ml/hr. Over 5 hours for seizure management. However, the nurse reportedly noticed that the bag was still "full" at approximately 2300 (it should have been empty around this time). The device displayed "97ml remaining." Per report, it was noticed that the infusion "was not dripping" within the burette set chamber. The set up was then moved to another pump module, and it "instantly start dripping through infusion line and burette." Due to the event, the patient reportedly had "increasing amount of seizures" and had to receive "other medications" to treat the seizure. The event occurred in the intensive care unit. Although requested, no further information has been provided. The customer was asked if the vent on the burette was open during the infusion; the customer did not provide a response.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of ketamine not being infused could not be confirmed from the log analysis and could not be replicated through device testing. The inspection and testing of the pump module did not find any existing malfunctions that could have contributed to the reported incident. The suspect pump module was found to be infusing within specification. A review of the suspect pump module error log did not show any errors occurred related to the reported incident. The initial infusion programming for the drug ketamine (drugid 328) was recorded on (B)(6) 2024 at 8:15 pm, with a rate of 100 ml/h and a volume to be infused (vtbi) of 33.5 ml. On (B)(6) 2024, at 6:03 pm the vtbi was changed to 20 ml and a guardrails soft limit was observed before starting the infusion due to the 200 mg/h dose exceeding the soft max limit of 50 mg/h. At this time, the infusion was started with the primary volume infused (pvi) = 4042.62 ml (infused value is accumulated total from prior performed infusions). The vtbi was changed again to 5 ml at 6:15 pm after the infusion transitioned to keep vein open (kvo). At 6:16 pm, the infusion was paused, a safety clamp open alarm was observed (lasting less than 1 second) and after closing the door, the vtbi was changed to 495 ml. The pvi at this time was recorded at 4064.97 ml. At 10:53 pm, the infusion was paused, then it was started one minute later, and at 10:56 pm, it was paused again. The device was then channeled off and removed. The final pvi was recorded at 4523.82 ml. The volume infused during the period of 6:18 pm to 10:56 pm was calculated at 458.85 ml. This value was derived by subtracting (4064.97 ml) the value of the pvi at the time the vtbi was changed to 495 ml, from (4523.82 ml) the value of the pvi at the time the unit was powered off (10:56 pm). Root cause: the root cause of the reported issue of ketamine not being infused was not determined. No anomalies were observed with the pump module that would contribute to the reported event. The returned pump module with the returned administration set were found to be infusing within specification. It was noted that the drip chamber vent on the ¿as-received¿ administration set was closed. This could have been a contributing factor to the reported incident; however, it cannot be determined if it was open at the time of the incident. Note that this report lists imdrf annex a0401, a040502, g02017, c07, c0601, d01, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that ketamine 500ml bag was started at approximately 1800 on (B)(6) 2024 to infuse at 100ml/hr. Over 5 hours for seizure management. However, the nurse reportedly noticed that that the bag was still "full" at approximately 2300 (it should have been empty around this time). The device displayed "97ml remaining." Per report, it was noticed that the infusion "was not dripping" within the burette set chamber. The set up was then moved to another pump module, and it "instantly start dripping through infusion line and burette." Due to the event, the patient reportedly had "increasing amount of seizures" and had to receive "other medications" to treat the seizure. The event occurred in the intensive care unit. Although requested, no further information has been provided. The customer was asked if the vent on the burette was open during the infusion; the customer did not provide a response.